Event description:
Report received from (B)(6) states: "cutter does not cut yet was aspirating. No pt impact."

Manufacturer narrative:
The device has not been returned for evaluation. Should the device or additional info become available, a supplemental report will be filed.